Manufacturer narrative:
The insulin pump passed the displacement, operating currents, self test, off no power, unexpected restart error test, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No unexpected low battery alarm was noted. The insulin pump was received with minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that customer's insulin pump was damaged. Customer blood glucose is 7.9 mmol/l. The piston is cracked along the whole length of the piston. Customer suspects this damaged caused higher blood glucose lately. Customer also mentioned a battery issue, where the device would not turn on with a new battery. The issue was resolved with a battery change. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.